Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, intermittent oversensing which was reproducible during isometrics was observed. Device was reprogrammed and the issue was resolved. There were no adverse consequences for the patient. Patient was doing well.